Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an alert for high voltage, high impedance on (B)(6) 2020. It was found out that the patient expired on (B)(6) 2020. There were no episodes for ventricular tachycardia (vt) and ventricular fibrillation (vf) available since the night of (B)(6) 2020. According to the real time records for electrograms dated (B)(6) 2020, the wave was recorded as if only the pacing was performed. The healthcare providers suspected the cause of death was not due to the device nor arrhythmia-related factors. The physician commented there was no request from the patient¿s family to device providers as the patient¿s family was fully convinced of the situation.